Event description:
Same case as MDR ID # 2134265-2013-09655. It was reported that balloon ruptured occurred. The target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending. After a non bsc guide wire crossed the target lesion, a 3.5mm x 38mm promus element stent was advanced and deployed to the lesion. Intravascular ultrasound was performed which showed that the recently implanted promus element stent was not well apposed to the vessel wall. So a 15mm x 3.25mm nc quantum apex balloon catheter was advanced for post dilation of the stent. The balloon was inflated at 12 atmospheres on the first inflation. Then balloon was deflated and inflated again however it ruptured at 14 atmospheres on the second inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a different device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).